Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via regulatory agency "blurred vision, anxiety, diarrhoea, exhaustion, asthma, muscle weakness"; these events are unrelated to the device. Physician additionally reported that the "implant had burst". Device status is unknown. This relates to the right side.